Manufacturer narrative:
Retainer ring = clear. Customer complained about the insulin pump having possible under delivery anomaly, physical damage on the back and a cracked select button on event date of (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test at 0.08760 inches. Successfully downloaded history/trace files using thus and carelink report. The following boluses were delivered on event date (B)(6) 2021 06:32:08.000 normalbolusdelivered,(B)(6) 2021 14:00:24.000 normalbolusdelivered,(B)(6) 2021 15:29:26.000 normalbolusdelivered and (B)(6) 2021 18:49:48.000 normalbolusdelivered. An suspension was found on event date of (B)(6) 2021 13:44:22.000 insulindeliverystopped due to motor not seated.tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked retainer, cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. Insulin pump was cut open with moisture damage on the motor assembly and force sensor assembly noted during visual inspection. Insulin pump was confirmed for cracked battery tube area on the back and a crack on the select button. No under delivery anomalies noted during testing. Moisture damage on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that there was a crack on the side of the button. Damage occurred while using the silicone case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.